Manufacturer narrative:
The available information indicates the device remains implanted. The patient's weight was requested but not available. Without the return of the valve for analysis, a root cause of the issue cannot be determined. Stenosis is a known potential risk associated with aortic valve replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that nine years, four months post-implant of this bioprosthetic aortic valve, this device was replaced valve-in-valve with a transcatheter bioprosthetic valve due to stenosis. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.